Manufacturer narrative:
This is default text configured for block h10.

Event description:
Not able to get all of the injection out at the time it is administered [incorrect dose administered], not able to get all of the injection out at the time it is administered [product use complaint] , syringe kind of like freezing up [syringe issue]. Case narrative: this initial spontaneous report concerns of product complaints incorrect dose administered, product use complaint and syringe issue in patient (age, gender and race not reported) from the united states. The patient age at the time of events experienced was not reported. On 12-may-2026 amneal pharmaceuticals received information from nurse via voicemail concerning the above-mentioned product complaints regarding amneal¿s risperidone for extended-release injectable suspension. The patient was being treated with risperidone for extended-release injectable suspension 50-milligram (dose, frequency and therapy dated not reported) for an unknown indication. Co-suspect, concurrent conditions, concomitant medications, medical history, history of procedures, history of allergies, history of smoking, alcohol consumption, recreational drug use and laboratory tests were not reported. It was reported that, thought the nurse has given this medication few times now and followed the exact instructions and still they she was struggling with the syringe, like the syringe was freezing up and was not able to get all of the injection out at the time it was administered. Last action taken with risperidone in relation to incorrect dose administered, product use complaint and syringe issue was not applicable. De-challenge and re-challenge were not applicable. The outcome of events incorrect dose administered, product use complaint and syringe issue was unknown. The reporter did not provide the causality of events incorrect dose administered, product use complaint and syringe issue with respect to risperidone. This case was considered as serious. The reportability of this case was expedited.